Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Site left shoulder. Female age 77 years. Delta xtend shoulder replacement - revised as glenosphere come away from metaglene. Original operation notes unavailable. Glenosphere size 38mm standard was removed ref 130760138. Lot 5316606 as central screw had broken in half. Surgeon removed broken fragment of screw from the metaglene and left metaglene in situ. Metaglene taper checked with metal t handle and surgeon happy that the metaglene was undamaged. The surgeon then implanted a new size 38 standard glenosphere and pe standard cup 38+9mm. The hospital did not realise the removed implants so there is nothing to return. Doi: unknown. Dor: (B)(6) 2022. Affected side: left shoulder.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
Additional information received. A. Was there a surgical delay? If yes, what is the duration of the delay? No. B. Were all pieces retrieved from the patient? Glenosphere, broken screw and pe cup. Yes, a full modular exchange was performed. The humeral stem was cemented monobloc and was secure, and did not need changing. Metaglene was also secure.